Manufacturer narrative:
On (B)(6) 2017, a clinical diabetes specialist (cds) spoke with the customer and different types of infusions were to be tried. The customer informed the cds that the current high bg would be corrected with an insulin injection. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had ongoing, intermittent high blood glucose (bg) levels (272-400 mg/dl). To address the bg level, the customer would change out the infusion set site and if the bg was over 300, a correction via the pump would be delivered. The cause of the high bg was not known; however, the customer thought that the infusion set site may be the cause as he was very lean. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer declined to remove the infusion set site and reported that the skin always looks good. The customer was to discuss the high bg with a healthcare provider.